Event description:
On the morning of (B)(6) 2016 in the (B)(6), my mom ((B)(6)) was transferred from her bed to be put in her wheelchair. The equipment used was an arjohuntleigh sara 3000. The aid attempted to use the sara lift, after she had buckled my mom into the blue sling, but the battery went dead. So she had to leave the room to get another battery. Once my mom was left unattended, the sara lift rolled away (the aid failed to lock the wheels) from her bed which caused her to fall onto the floor. It would appear my mom didn't get hurt when she slid onto the floor, but we are watching to see if any problems arise from the fall. I have seen this problem of a battery switch out happen dozens of times. The batteries appear to be fully charged, but they don't have enough power to complete the lift and transfer. I've noticed that sometimes, the lift controls on the top of the machine will sometimes not work, but if you switch and use the hand held control mechanism, it works just fine. There are several sara lifts on her floor along with maxi lifts. This facility ((B)(6)) has quite a few of these lift devices. The battery changing stations could possibly be part of the problem. There are over half a dozen chargers mounted on the wall. When the nurse attempted to place a battery in one of the charging devices, it ended up bouncing onto the floor. Apparently the battery she wanted to charge had a different shape receptacle in the charger so when she pushed it up into the charge position it tumbled to the floor and bounced. Why isn't there any guarding or shield to protect the battery from falling? There doesn't appear to be any obvious differentiation between the different receptors so if these are supposed to be universal, they are not. Why do the batteries show they are charged if they are not charged enough to completely execute a safe transfer? The equipment is maintained by a third party service provider. The nurses have complained about these problems in the past but whenever a service tech is called in, they cannot replicate the problem. I am registering this complaint myself because I want to be sure this issue is investigated and hopefully resolved so I don't have to receive another phone call telling me my mother has had another fall. Since this was a physical transfer, I don't wish to share all the medications unless absolutely necessary.